Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. These are known potential adverse events addressed in the product labeling. Reason for reoperation: rupture and capsular contracture (unknown baker grade).

Event description:
Physician reported unknown side rupture and capsular contracture (unknown baker grade), confirmed and diagnosed by MRI, mammogram and ultrasound. Device status is unknown.